Manufacturer narrative:
An extended investigation has been performed. The customer reported signal loss. Attempted to replicate the customer's complaint using similar configurations [samsung galaxy s20, android 13,3.4.2.9593] and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with oppo fine phone with android operating system version 13 , app version 3.42.9593. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and was unable to self-treat, requiring treatment of insulin (dose/type unspecified) by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with oppo fine phone with android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and was unable to self-treat, requiring treatment of insulin (dose/type unspecified) by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.